Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.

Event description:
It was reported by getinge fse that during maintenance, the cardiosave intra-aortic balloon pump (iabp) had blood in system. No patient involved.

Event description:
It was reported during maintenance, the cardiosave intra aortic balloon pump (iabp) had blood in system. There was patient involvement and ho harm reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11 corrected fields: b5, b6, b8, d5, e1 (initial reporter), e2, e3, e4, h6 (type of investigation, health effect impact codes) revert the contents of section e1 (event site email) to blank.

Manufacturer narrative:
Additional contact person name is (B)(6). Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11, it was reported by getinge fse that during maintenance, the cardiosave intra-aortic balloon pump (iabp) had blood in system.